Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, self and error tests. All operating currents are within specification. The off no power alarm functions properly. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The insulin pump had a severely scratched display window. The insulin pump had missing segments due to a cracked zebra connector on the lcd.

Event description:
The customer reported that he was hospitalized with a blood glucose of 16 mg/dl. The customer only remembers that he was eating breakfast, then he woke up in the hospital. The customer stated that he was taking antibiotics for pneumonia that may have contributed to the low blood glucose. The customer also reported a partial display on the screen. The customer stated he did not drop or bump the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.